Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that there was a possible infection at the ins pocket. The hcp believed it could have been a reaction to the surgical glue. The patient presented at the hcp's office on (B)(6) 2019 with a rash at pocket site of the ins. There was an area of drainage at the corner of the incision. The patient did not have a fever at that time. A culture of the drainage was obtained on (B)(6) 2019. The patient went to the ER and then consulted with the general surgeon. The patient was taken to surgery on (B)(6) 2019 to attempt to clean the area of the possible infection and save the implant. It was determined while in surgery that ins and paddle lead needed to explanted which occurred on (B)(6) 2019. It was unknown if the issue was resolved at the time of the reported. No device issues were reported. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# b)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that on (B)(6) 2019 they asked the doctor¿s office if the results of the culture had been received and there were no results at that time. No further complications were reported.